Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. The pump was opened to find no damage to the display connector or the display flex cable. The display latch was secure. The complaint of a blank display was unable to be duplicated. Unrelated to the original complaint, a crack in the base was found between the case seal and the keypad. Additionally, the cover was cracked between the corner of the lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.